Manufacturer narrative:
The complaint device was not returned for eval since the device remains implanted. A lot history review did not reveal any discrepancies related to the complaint event during the manufacturing processes. The complaint lot and the collagen batch passed all required tests. Therefore, the root cause of the failure remains inconclusive; however, we believe it was an isolated incident. Please note that no permanent pt injury happened due to this incident.

Event description:
During an elective bifurcation aortic procedure, the albograft was implanted and until revascularization, there were no abnormalities. After opening the aortic clamp, the graft was leaking. The surgeon could not immediately find the source of the bleeding and placed a lot of extra prolene sutures. Still the bleeding wasn't stopped. The pt was given extra protamine (2x). When looking deeper into the legs he detected diffuse bleeding of the graft legs. After surrounding the legs with surgical and spongostan patches, the bleeding stopped. This whole operation took two hours extra due to the bleeding and the pt had blood loss of 2000ml, the pt received packed cells. Currently, the pt is doing fine.